Event description:
Facility reports that during a case the battery oscillator stopped working, even with a new battery. No injuries or medical intervention was reported. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Date of return for the product is unknown. The device history records could not be reviewed as they could not be located with the lot provided. The complaint that the unit does not function could not be confirmed. The device was tested and the complaint was not duplicated. Placeholder.